Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, the patient reported the event of infusion set leaking at site. The infusion set had been used for 6 days. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.